Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. In the absence of additional information on the circumstances of the breakage and the impossibility of performing an expertise on the broken screw, the origin of the break remains unidentified.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "During this same procedure, as the surgeon implanted the composite screw, the distal part sheared off into the tibia. The proximal portion of the screw was able to be removed, however the distal portion remained. The surgeon then used a smaller screw to complete the procedure." The portion retained was discarded and is not available for evaluation. No x-rays are available. There was a delay of approximately 30 minutes. The correct surgical technique was utilized. No additional holes were drilled.